Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 1. The baxter technical service representative (tsr) assisted the home patient (hp) to disconnect from the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional information become available, a follow-up will be submitted.